Manufacturer narrative:
Other text: b5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: h6: correction: event problem and evaluation codes: result code c01 and conclusion code d10 should not have been provided on the initial report.

Event description:
Additional information was received by the manufacturer on 31-oct-2022 via email and attached to the complaint object: patient information for all of our pump errors are unknown. These pumps are provided to a local hospital that connects and disconnects the pump. Contact has asked them to start providing them with patient and detailed information when a pump errors since this seems to be happening more regularly. Unable to provide a photo. The cassette contained chemotherapy and was appropriately disposed of when disconnected from patient. Visual observation reported the cassette was completely empty with air bubbles in the line. The total length of infusion time was 46 hours. When the alarm occurred, the pump said 6ml were remaining, but the cassette was completely empty and alarming that "no disposable connected". The flow was set for 2ml per hour.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in good condition. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. Three delivery accuracy tests performed were above the manufacturing specification. It was recommended replacing the expulsor as corrective action to bring the delivery into more nominal of a range. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump infused volume faster than rate.